Event description:
It was reported that the left ventricular lead caused the patient to experience diaphragmatic stimulation. After reprogramming, the lead resumed normal function. It was noted that the lead was capped and replaced during a generator upgrade on (B)(6) 2015. The patient's condition post procedure was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Please correct this report 2017865-2015-26406, the same issue was reported as 2017865-2015-04672.